Manufacturer narrative:
H4: the lot was manufactured between april 3-4, 2025. H11: the device was received for evaluation. Visual inspection of the sample noted two clear gel marks, measured to be 0.15 and 0.20 square mm in size, embedded in the material of the tubing. The clear gel marks were molded within the material of the tubing and were not in the fluid path. The clear gel marks were identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the material of the tubing. The reported condition was verified. The cause of the condition was determined to be the manufacturing process of the tubing. The particulate matter outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had foreign substance. The issue was further described as, the particulate matter (pm) was located from approximately 2.5 cm away from the distal luer connector of the tubing. The pm appeared to be a transparent foreign material or a dent on the inside wall of the tubing. This was observed during filling. There was no patient involvement. No additional information is available.